Event description:
It was reported a patient underwent a left total hip arthroplasty on (B)(6) 2004. Subsequently, patient was revised on (B)(6) 2009 due to metallosis. The modular head was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions."